Manufacturer narrative:
Product analysis: manufacturer's analysis found that the programmer's overlay was cracked and had a dead spot, which was the reason the stylus could not make selections. It was confirmed that the keyboard hinge was broken, and the power cord bay latch was broken. The left antenna also failed incoming testing, and the lower case feet were worn. The hard drive health was less than 100%, so the hard drive was replaced. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was having issues with the stylus and identifying devices. The programmer also had a cracked screen, damaged keyboard, and damage to the rear door. The programmer also needed a software update. The programmer has been returned for service. No patient complications have been reported as a result of this event.